Event description:
Reporter alleged discrepant blood glucose results of 44 mg/dl back to back with a result of 209 mg/dl, when testing was performed 1 minute apart on the compact plus system. The location of the testing was not provided. As a result of the comparison, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.